Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -1.00/2.0/070 (sphere/ cylinder/ axis) into the patients right eye (od) on (B)(6) 2022. The patient experienced an excessive vault, refractive surprise and lens rotation. Reportedly "the icls implanted don't correct patient's astigmatism which was the main goal for the surgery. Most likely the icls need to be exchanged." The lens remains implanted. The problem was not resolved. The cause of the event is the device. Cause details: "residual astigmatism". Claim# (B)(4)

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -01.00/+2.0/070 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The lens was reported as excessive vaulting and the patient experienced a refractive surprise. The lens remained implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.